Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and was analyzed no anomalies were found. Blood was found in/on helix/lobe mechanism. (B)(4) the full lead was returned and was analyzed no anomalies were found. Blood was found in/on helix/lobe mechanism.

Event description:
It was reported that during the implant attempt on the right ventricular lead the physician had difficulty extending/retracting the helix and difficulty positioning/fixing the lead. It was also reported the physician chose to use another left ventricular lead due to his suspicion of the extended screw being damaged. No patient complications were reported as a result of this event.